Manufacturer narrative:
Hemiparesis is a known side effect listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Following focused ultrasound treatment on the left side for right side essential tremor, the patient experienced hemiparesis on the right (treated) side. This neurological deficit improved over the following 3 months, and patient was functionally independent with minimal right-sided weakness.

Manufacturer narrative:
No device malfunction detected. Hemiparesis is a known side effect listed in the information for prescribers. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Following focused ultrasound treatment on the left side for right side essential tremor, the patient experienced hemiparesis on the right (treated) side. This neurological deficit improved over the following 3 months, and patient was functionally independent with minimal right-sided weakness.